Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the roller no longer cuts well, blades are dull. The event timing was outside of surgery, there was no harm or delay reported. There is no additional information available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This incident has been reported under (B)(4). Review of the most recent repair record determined the device passed the test mesh during device evaluation; however, the cutter was damaged. The device was not repaired as the customer declined the repair quote by lack of response. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.